Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was not working right and an adjustment was needed. The healthcare professional had turned stimulation on when the patient left. The patient could feel it when she went from sitting to standing, and she could feel it when she was walking. It was noted that the patient took 4 ibuprofen pills at time to get relief of her back issues prior to ins implant, and she had to stop two weeks prior to the ins implant surgery. The patient was "blown out of the water" by how uncomfortable and painful she had been since implant. In addition, the patient was allergic to the bandages and she had reactions to the bandages. The patient was put on diphenhydramine, and the patient was told she could remove the bandages as long as they were not draining. The consumer also reported that when they put the leads in, it disrupted a lot of stuff along the way. The patient was unable to wear a bra due to where the leads were implanted in the thoracic spine. Due to the pain medication and antibiotics, the patient went five days without bowel movement. The patient lost the sensation of "having to go to the bathroom." She had to push to urinate because it did not come naturally, it had diminished. It was further reported that the patient got a bladder infection. It was noted that the patient generally had chronic bladder infections and she did not empty completely. It was also reported that the patient received training on her equipment right out of the recovery room, and she was not aware to understand. The patient was scheduled to see the healthcare professional on (B)(6) 2015. No outcome or further troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included chronic low back pain, radiculopathy, and spinal pain. The patient's prior medical history included spinal fusion and a pinched nerve due to the fusion procedure.

Event description:
Additional information was received from the healthcare professional regarding the patient's medical history. The patient's medical history also included low back / bilateral lower extremity pain (right greater than left), decompression/fusion from l1-l5 prior to implant, inability to walk far due to pain, gout, hypertension, rheumatic fever, loss of sleep, occasional blood in urine, frequent urination, lack of bladder control, painful urination, indigestion, scarring, failed lumbar back surgery syndrome. It was also noted that the patient's pre-implant urine test results from (B)(6) 2015 indicated a colony count of >100,000 cfu/ml of escherichia coli. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from the healthcare professional regarding the patient's medical history. The patient's medical history prior to device implant included the following complaints: right anterior leg pain radiating to the knee with no reported numbness; low-back pain radiating down right leg, low back pain radiating down both legs, and right hip pain. The following medical history noted prior to device: hiatal hernia, hypertension, obesity, osteoarthritis; assessment lumbar radiculopathy right, lumbar degenerative disc disease, right sacroilitis, lumbar spinal stenosism, degenerative lumbar intervert disc, spinal stenosis lumbar, thoracic/lumbar radiculitis, hip/trochanteric bursitis, and lumbago. Prior surgical history includes appendectomy, carpal tunnel release, cholecystectomy, knee arthroplasty, and lumbar laminectomy with fusion. The following are noted interventions prior to device implant: lumbar epidural steroid injection at l3-4 and right sacroiliac joint injection, right greater trochanteric injection, transforaminal epidural injection. In (B)(6) 2015 the patient was recommended for an scs trial. In (B)(6) 2015 the consumer was noted to have bilateral hip pain, recent back pain, headaches, anxiety, stress, and problems sleeping; no changes in bowel or bladder functions; noted to have active infection or is on antibiotics (recent bladder infection). On (B)(6)-2015 scs trial implant done with minimal bleeding and no complications. Follow-up on (B)(6)-2015 reported overall function improved, reported changes in bowel or bladder function including blood or change in bowel movement; no active infections; new diagnosis (B)(6); removal of scs trial with no complications noted. On (B)(6)-2016 reported overall function improved; no changes in bowel or bladder function; has active infection or currently taking antibiotics for bladder infection; new diagnosis radiculopathy lumbar region, other intervertebral disc degeneration lumbosacral region; scs implant was placed by neurosurgery team.

Event description:
Additional information received from the manufacturer representative reported that there were ¿no complaints on the device from a technical standpoint.¿ the patient was seen two weeks after implant on (B)(6) 2016, and the patient had stated that she had no idea how to use her recharge equipment. The manufacturer representative went over the recharge equipment, set it up, and the patient started the charge session during the appointment on (B)(6) 2016. It was noted that they were able to get eight recharge coupling bars. It was also reported that the patient had needed more coverage in her back and less in her legs. The manufacturer representative had done reprogramming for better coverage and activated the sensor. It was noted that the patient had great coverage at that time, and she had mentioned that she wanted ¿less hands-on with her reprogrammer.¿ after the appointment on (B)(6) 2016, the patient was reportedly happier and grateful for the extra time taken to explain the recharge equipment and make sure the patient understood everything. It was noted that the patient had an appointment with the healthcare professional on (B)(6) 2016, and the manufacturer representat ive had planned to reach out to the patient on (B)(6) 2016 to follow up on the patient regarding the programming adjustment and sensor feature. The manufacturer representative placed the patient on the calendar for (B)(6) 2016 for follow up, but did not anticipate any adjustments. It was further reported that there were no huge issues with the patient¿s system when the patient was last seen on (B)(6) 2016. The manufacturer representative adjusted the sensor and reprogrammed the patient for improved coverage of her lower back. Further follow up is being conducted to obtain additional information in the patient¿s medical records related to the device/therapy. If additional information becomes available, a follow up report will be sent.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer had been going to their office since 2013. The consumer's medical records were going to be sent but would take a few weeks to process the request.